Event description:
Customer reported that an overinfusion occurred on an as50 pump; model 1m8550, while attempting to infuse .3ml of saline to a pt. It is reported that 3 ml was actually infused to the pt instead of the set .3ml in under 1 hr.